Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and upgrade the software to the current revision. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).